Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
It was reported the device result didn't match the customer's symptoms of hypoglycemia. The customer received a result of 104 mg/dl on the nano system at 11:00am and then started to feel weak with wobbly knees. The paramedics were called and arrived "about" 8 minutes later. The result taken on the paramedic's meter was 30 mg/dl at 11:15am. The paramedics treated the customer with glucose via IV. The customer was not taken to the hospital. At 11:30am, the customer received a reading of "80 mg/dl or 90 mg/dl." It was not provided on which meter this result was taken on. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.